Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab noted that the hemostatic valve was not found inside the device. Initially, it was reported that the patient was brought into the ep lab in normal fashion. The vizigo¿ was connected to the piu and the physician began to prep the sheath. He was not able to advance the dilator into the hub of the vizigo¿ sheath without using excessive force. There was resistance. It required excessive force to insert the dilator into the sheath; however, the excessive force did not result in damage on the dilator. It is unknown if there was any occlusion when irrigating the sheath. It is also unknown if the sheath was narrowed, partially blocked, or completely blocked. The dilator was still able to be moved halfway through the sheath with excessive force. The physician attempted to insert it twice before he immediately requested a new sheath and dilator. There was no observable damage that could be seen on the hub/valve. This was done prior to inserting it into patient. The vizigo¿ was replaced with a new one and the case was completed without further delays. No adverse patient consequences were reported. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event was reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and noted that the hemostatic valve was not found inside the device. The awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. A device history record evaluation was performed for the finished device [50000028] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).